Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date, reported as occurred within two weeks prior to (B)(6) 2013. An estimated date of occurence entered as (B)(6) 2013.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported there was a potential hematoma present, prior to use of the proglide device, that was treated with standard treatment. The hematoma was reportedly not present during proglide device deployment. Hemostasis was successfully achieved using the proglide device.

Manufacturer narrative:
(B)(4)-hematoma. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device after interventional procedure for acute myocardial infarction. The patient was treated at that time for a hematoma; it was stated that standard treatment was given. Reportedly, one week later the patient reported to the hospital with an infection. The infection was treated with surgery and antibiotics. The patient was hospitalized for the treatment of the infection. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.